Event description:
While the device was ventilating a patient, fluid fell onto the top of the device, causing the device to stop ventilating the patient. The patient was ventiliated with an alternate device and then transferred to another ventilator. No patient injury.